Event description:
An email notification was received from the user facility's purchasing manager concerning the ipump. He stated that the pump displayed that 8 ml was left in bag and 42 ml was dispensed. However, upon opening the bagholder, the bag had 39 ml left in it. The pump was being used for pain control (morphine) and the patient did not get her pain medication. The bag had 50 ml of morphine to begin with and only 11 ml was infused for the patient. The patient just underwent breast surgery. The reporter stated that the patient did not suffer any serious injury.

Manufacturer narrative:
The device was requested for evaluation. A follow up report will be submitted should the device be returned and evaluated.